Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. MDR # 1818910-2012-08779 was a duplicate of this product. It has been rejected.

Manufacturer narrative:
.

Event description:
**Update** (B)(4) 2012 - litigation papers were received. They allege that patient experienced pain and elevated metal ion levels. **update** (B)(4) 2012 - preliminary disclosure form was received. It provided part/lot information. Added patients name to complaint. Also added date of birth.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels and pain.